Event description:
It was reported that the customer experienced a hypoglycemic episode where she lost consciousness and went into seizures. The mother stated that the customer was taken to the hospital after the incident. The customer's reported blood glucose reading at the time of admission was 340 mg/dl. The mother did not know the reason for the customer's low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The mother stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.